Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reported through the research article, a conclusive cause for the reported suture separation could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated d4: the UDI is unknown due to the part/lot number was not provided. Attachment: article titled ¿the myval balloon-expandable transcatheter heart valve implant in aortic and mitral interventions: a single-center experience".

Event description:
The purpose of this article was to study the use of a non-abbott balloon expandable valve for percutaneous aortic and mitral valve replacement. Between (B)(6) 2019 and (B)(6) 2024, 15 patients underwent implantation. Of these 15, two experience an issue when using a proglide device. When tightening the knot, a suture break occurred. Manual compression was used to achieve hemostasis. Additional details are listed in the article, titled "the myval balloon-expandable transcatheter heart valve implant in aortic and mitral interventions: a single-center experience."